Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. No cosmetic damage noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer's father reported via phone call that the original insulin pump was cracked and replaced. Caller stated that the new pump will not bolus or deliver insulin. Caller noticed today that there was an issue and the customer's blood glucose, which was 476 mg/dl at the time of the incident. Customer treated with the pump and then a manual injection. Customer's programming was reviewed and found in good status. Caller declined troubleshooting for the high blood glucose. Caller stated that he didn't fill the cannula last night and thinks that may be why the customer's blood glucose was 419 mg/dl. Customer's mother also called previously to report her daughter's blood glucose was 470 mg/dl. Customer's current blood glucose at the time of the call was 422 mg/dl. Customer was vomiting and had nausea. Customer treated with a bolus and a manual injection. Caller reported that they contacted the customer's health care provider. Customer's ketones were moderate at the time.